Manufacturer narrative:
Product analysis:visual review confirms implant breakage into numerous pieces, likely due to the explantation process. The implant has been returned in a condition unsuitable for examination.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent direct lateral interbody fusion (dlif) at l3-l4 due to leg and buttock pain and numbness. During surgery, the cage broke upon implantation. All broken pieces could not be explanted from the patient. The surgeon trialed to 10x45mm and asked for a 12x45 cage. He tried to implant the 12x45, but he experienced difficulty getting it in. He was worried the 12x45 was going to fracture, so he pulled it out and tried to put in a 10x45 cage. The 10x45 broke, and he had to use an osteotome to attempt to get the cage out. The surgeon made several attempts to retrieve all of the pieces before he implanted a new 10x45 cage. The cage broke into several pieces and all couldn't be retrieved. After implanting a new cage they could see two markers from the broken cage on x-ray: 1 in the disc space and 1 in the contralateral psoas muscle. The product came in contact with the patient. Fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.